Event description:
It was reported that the cover over the liquid crystal display screen on the external pulse generator was cracked. The generator was returned for service. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the display lens was cracked. It was also noted that the upper case was broken and dented, both bail covers were broken, the keyboard was scratched and the display was out of electrical specification with missing pixel segments. (B)(4).